Event description:
Reporter indicated a patient's vns was interrogated and found to be at unintended settings on (B)(6) 2012. The vns was disabled as the stimulation was causing coughing and pain which was not tolerated by the patient. The patient had been seen in the office the previous day and it was believed a faulted systems diagnostics test may have occurred that changed the settings. Attempts for vns programming history are in progress.

Event description:
All attempts to the reporter for vns programming history have been unsuccessful to date.